Event description:
Analysis of the returned device found the main coil had broken beyond the main junction. There was no patient involvement.

Event description:
Analysis of the returned device found the main coil had broken beyond the main junction. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device observed the main coil had broken off beyond the main junction and the main junction was kinked. The delivery wire was bent at the distal end and 56 cm from the proximal end. From the information provided, it is most likely that the device broke during it's return back to the manufacturer for analysis. Therefore, a root cause of shipping damage was assigned. From the information provided, friction encountered during the advancement of the coil through the introducer sheath contributed to the coil breakage. As the friction has been determined to be related to handling of the device during introduction into the microcatheter, a root cause of handling damage was assigned.